Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial lead failed to be connected into the pacemaker header. It was noted that there were obstruction in the pacemaker header. The pacemaker was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of difficulty inserting the atrial lead into the header was confirmed. Analysis of the atrial contact spring indicated a bell-mouthing condition, and the inner diameter of the spring was found undersized due to its shape. Due to this shape and reduced inner diameter, the contact spring could not adequately expand to allow complete lead insertion into the connector. A manufacturing process anomaly may have occurred which resulted in the reported complaint. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.